Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the catheter array deployed to a "cobra" shape, the guidewire became stuck in the catheter, and the guidewire lumen was bent. During a pulse field ablation (pfa) to treat paroxysmal atrial fibrillation a farawave catheter was used. During ablation of the right inferior pulmonary vein (ripv) the catheter array assumed a cobra-shaped configuration. Subsequently, it was found that the guidewire could not be properly manipulated within the catheter. The guidewire was stuck in the catheter and could not be removed. An attempt was made to retract the guidewire into the catheter, but it could only be withdrawn a few centimeters and unusually strong resistance was encountered. At the time of removal approximately three centimeters of the guidewire, including the full j-shape, was protruding from the catheter tip. The array was undeployed to the neutral position and the catheter along with the guidewire was removed from the patient. After the catheter was removed it was observed that the guidewire lumen was bent at the distal segment, nearly fractured. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.